Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced discomfort described by the patient as heating at the ipg site and it is unknown if it is related to recharging the ipg. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Device information unknown. Concomitant device: model 3214, scs lead, implant date unknown.